Event description:
I had to have an emergency surgery to have my gallbladder removed because I had gallstones develop. Prior to this happening I was advised from my primary care doctor at the time my blood work was showing my liver enzymes were very high and she was not sure what was causing this. I had been using a CPAP machine that was later recalled by philips respironics for a recall on their CPAP machines in which I was using and stopped using. I went years before I was actually able to get a new respiratory machine to help me with my obstructive sleep apnea issues and many health problems because of it. Mainly horrible sleep deprivation and headaches. After approximately two years plus I was diagnosed with severe sleep apnea and needed a bi pap machine instead for my therapy. However it took forever for my so called replacement device from philips which turned out not to be the right device I need for my daily sleep cycle and schedule. I would not have trusted the replacement device anyway it looked very used and didn't even want it at that point! I do worry about what the philips machine I had used had done to my health? I did have a liver autopsy done when my gallbladder was removed and had a stent inserted into my bile duct that also needed another operation to remove that same year. I don't have all of the above data needed in the above questions. I would have to research the background information in my medical records through the (B)(6) clinic system here in (B)(6).